Event description:
Reportedly, on (B)(6) 2024 the generator was implanted as a replacement. When repeating the evaluation of the parameters after suture, an increased coil impedance (>3000ohms) was found, meaning that there was a need for reintervention (previous tests with values within normal limits). This variation in values appeared to be intermittent, perhaps caused by poor electrode connection, and this situation was corrected, ending the procedure with normalized impedance values. Meanwhile, remote monitoring reports were issued with high impedance alerts and the patient was reviewed in follow up with the problem being intermittent (reports attached). The responsible physician considers removing the lead. Update: on (B)(6) 2024; a reintervention occurred: the coil impedance lead was tested with psa several times, with different configurations on shock vector, and we get very similar values to the previous ones. After that, the physician made the decision to let all in the same way and reconnect all the leads with close look to ensure correct connections. Finally, all tests were carried out again, especially the coil impedance and all the values are very reproductive ruling out any problems.

Manufacturer narrative:
On (B)(6) 2024 the ICD ((B)(6) sn: (B)(6)) was implanted as a replacement. The ICD lead (volta 1cr-65, sn: (B)(6)) was implanted on (B)(6) 2014. Reviewing provided data dated (B)(6) 2024 revealed: - atrial lead impedance measurements were stable within normal range (around 600 ohms) - right ventricular lead impedance measurements were stable within normal range (around 500 ohms) - rv coil continuity measurements were very instable since the implantation of the defibrillator (between 400 ohms to >3000 ohms) - no episodes of sustained ventricular arrhythmias have been recorded. No x-ray are available. A reintervention occurred on (B)(6) 2024, in order to test the rv coil lead. The coil impedance lead was tested with psa several times, with different configurations on shock vector, and we get very similar values to the previous ones. After that, the physician made the decision to let all in the same way and reconnect all the leads with close look to ensure correct connections. Finally, all tests were carried out again, especially the coil impedance and all the values are very reproductive ruling out any problems. No x-ray are available picture of the device taken before the reintervention could not exclude an incorrect connection of the rv coil of the rv lead. Provided data dated (B)(6) 2024 post-reintervention showed correct lead (impedance and coil) measurements considering the aforementioned observations and based on available data, it can be suspected that the observed intermittent electrical issues was related to a non-sufficient connection of the rv coil connection with the device. The reintervention resolved the issue. Careful monitoring of the rv lead is recommended. Considering the aforementioned observations and based on available data, no general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Reviewing provided data dated 10 may 2024 revealed : - atrial lead impedance measurements were stable within normal range (around 600 ohms) - right ventricular lead impedance measurements were stable within normal range (around 500 ohms) - rv coil continuity measurements were very instable since the implantation of the defibrillator (between 400 ohms to >3000 ohms) - no episodes of sustained ventricular arrhythmias have been recorded. Based on available data, the root cause of the high rv coil continuity measurements cannot be determined with certainty, it could be a lead issue or a connection issue. If after ventricular lead replacement, rv coil continuity measurements are still abnormal, the replacement of the defibrillator should be considered.

Event description:
Reportedly, on (B)(6) 2024 the generator was implanted as a replacement. When repeating the evaluation of the parameters after suture, an increased coil impedance (>3000ohms) was found, meaning that there was a need for reintervention (previous tests with values within normal limits). This variation in values appeared to be intermittent, perhaps caused by poor electrode connection, and this situation was corrected, ending the procedure with normalized impedance values. Meanwhile, remote monitoring reports were issued with high impedance alerts and the patient was reviewed in follow up with the problem being intermittent (reports attached). The responsible physician considers removing the lead.